Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. The patient is also experiencing ineffective therapy. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.